Event description:
It was reported that the pump battery could not be charged. There was no reported impact to customer's blood glucose. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was recieved on april 14th 2022. Stating that the pump could be charged with a tandem cable; however, an unexpected reset ocurred multiple times during troubleshooting. H6: removed 1503 added 2959